Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) per internal review on 8-jun-2022, the manufacturing site name and address have been updated to reflect lake region medical. All the appropriate fields in section g. All manufacturers have been updated accordingly.

Manufacturer narrative:
It was reported that the smartablate¿ irrigation tubing set was contaminated. Foreign material was found in the packaging, so it was discarded. The nurse found it but the material fell out after they opened it.. They did not flush this tubing. The issue was noticed before use. The foreign material appeared dark, round, similar to a sticky residue used to attach credit cards to paper. The device was not used on the patient. Issue was resolved by exchanging to a usable tubing set and the case continued without any further incident. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smartablate irr tube set catheter. However, since the customer did not return the packaging, no more testing could be performed. A manufacturing record evaluation was performed for the finished device number and an internal action related to the customer complaint was identified. However, the internal action was properly resolved prior to the device leaving the manufacturing site. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-oct-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was discovered. It was reported that the smartablate¿ irrigation tubing set was contaminated. Foreign material was found in the packaging, so it was discarded. The nurse found it but the material fell out after they opened it.. They did not flush this tubing. The issue was noticed before use. The foreign material appeared dark, round, similar to a sticky residue used to attach credit cards to paper. The device was not used on the patient. Issue was resolved by exchanging to a usable tubing set and the case continued without any further incident. There was no patient consequence.